Manufacturer narrative:
Description of device analysis: date of procedure: 9/2/1997. The fastracker-18 catheter was returned wrapped around itself in a plastic bag. There were portions of crushed tubing and delamination along the proximal and mid shafts. According to the info submitted on the product a coil pusher-16, that was not returned for evaluation, was used in the procedure. During the investigation it was observed that there was a fibered coil 4.1cm long, jammed in distal shaft, 10.3 cm distal to the mid junction. There were several longitundinal scratches and the mid shaft was split on a segment 2 mm long, proximal to the jammed coil. The distal shaft was kinked distal to the jammed coil. The split of the shaft is suspected to be associated with the failure using an intraluminal device to dislodge a jammed coil. Per labeling instructions: precaution: do not advance the coil with force it the coil becomes lodged within the tracker catheter. Determine the cause of resistance and replace the tracker catheter and the coil when necessary. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied witout co's independent verification as to its accuracy, completeness, or causal relationship to the product.

Event description:
Target received information that during the procedure a coil got stuck in the catheter. The catheter split and contrast leaked out. There was no other information given about this procedure.